Event description:
It was reported that the person with diabetes reported that he is struggling to understand the factors that are causing his glucose to remain elevated. Pwd reports glucose fluctuation between 375 mg/dl and 436 mg/dl on this call. Glucose safety limit is set at 70 mg/dl. Patient reports his glucose is still hovering near 401 mg/dl. (B)(6) 2026 patient stated they did not hear the high alerts and after clearing the first one they got they did not hear the alerts after that. Pwd rose from 250 to 401. With the first infusion set it was leaking at the site. They did a site change and some boluses and they are still above 400 for the last hour. Had patient change the infusion site and enter fingerstick which was 423. First infusion site they stated that was leaking had a bent cannula they stated. The infusion set was last replaced 24 hours ago. There was no patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.